Event description:
It was reported that the patient presented remotely via (B)(4). A single low pacing impedance value and noise was noted on the right ventricular lead. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.